Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and the patient had less than 50 percent therapy relief. The patient went to a revision in november and found that system was not running because the ¿battery was over.¿ the ins was implanted for 31 months. The ins was programmed to 2.5v, a pulse width of 90, and a rate of 185 hz at implant. Over several programming sessions, stimulation had been increased to 3.9v. A longevity calculation estimated the longevity to be 2.55 and predicted end of service to be at 2.02. The ins was replaced and the issue was resolved. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).